Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. No data was available to review egm episodes; a detailed visual inspection of the distal ventricular setscrew and terminal block showed damages at the first thread. These observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported behavior. It was reported that pacing failure was observed after connecting the v lead. Further attempts of reconnection did not change the situation; it was decided to change the device and after, a normal situation was recovered. Considering the above observations and analysis results, the most probable hypothesis to explain the pacing failure at ventricular level during the implantation is that: the distal ventricular setscrew was completely unscrewed then reinserted but skewed and stuck at the top of the terminal block, the click sound of the torque wrench could have been heard; in these conditions, there was a bad mechanical contact between the lead tip and the terminal block. The lead was not correctly tightened and electrical continuity was not assumed thus explaining pacing failure.

Event description:
Reportedly, the pacemaker involved in this MDR report was implanted but absence of pacing at ventricular level was observed upon lead connection (pm programmed to ddi prior to lead connection). The pacemaker was not implanted and returned for analysis. Another reply pacemaker was successfully implanted.